Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced low vault with rotation. The lens exchanged for a longer length lens and the problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Manufacturer narrative:
D10: injector model: msi-pf lot # unk, cartridge model: sfc-45 lot # unk, foam tip plunger lot# unk. Claim #(B)(4).